Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported decline in perception with the device. Follow-up after a week, recommended parents to continue gently massaging the area and apply a headband over the implant. Revision surgery is considered, when the high gpi is not being resolved.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. Re-implantation is considered, but no further information has been received despite requested.

Event description:
The parents reported a decline in hearing perception with the device of the recipient. Re-implantation is being considered in case the gpi remains high. However, despite requested, no further information has been received.

Event description:
The parents reported a decline in hearing perception with the device of the recipient. The user has been reimplanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.